Manufacturer narrative:
Preliminary analysis showed that the device reset was caused by telemetry errors during device interrogation on (B)(6) 2013. Just after the reset was triggered, normal device behavior was successfully restored through re-interrogation with the programmer.

Event description:
Upon device interrogation on (B)(6) 2015, a reset warning was displayed. Reset date was (B)(6) 2013.

Event description:
Upon device interrogation on (B)(6) 2015, a reset warning was displayed. Reset date was (B)(6) 2013.

Manufacturer narrative:
This complaint duplicates complaint case file # file-(B)(4), for which the analysis report was provided to the subsidiary on (B)(4) 2014. Please refer to MDR report number: 1000165971-2014-00387.

Event description:
Upon device interrogation on (B)(6) 2015, a reset warning was displayed. Reset date was (B)(4) 2013.